Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that they had a high blood glucose of 400 mg/dl. Customer declined troubleshooting for the high blood glucose. Customer will go on manual mode until stable advised her to call back with if further assistance is needed. The insulin pump will not be returned for analysis.